Event description:
It was reported that customer received two unexpected restart alarms. Customer's blood glucose was unknown. Customer was advised that due to excessive unexpected restart alarms, insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with an error alarm after battery change due to a broken solder joint on the interface board. The pump passed the self test and no unexpected error alarm was noted. No cosmetic damage noted.